Event description:
This is a 54-year old male pt presenting with epistaxis, anemia, coagulopathy and hepatic coma. He required urgent oral intubation in order to maintain his airway and provide mechanical ventilatory support. Following endotracheal intubation a cuff leak was noted. Unable to maintain cuff inflation the pt was reintubated and the tube was changed.